Event description:
It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. There were no adverse patient effects. Later, the entire system was explanted. The pulse generator was explanted due to infection. A coil fracture was confirmed during explant. There were no additional adverse patient effects.

Manufacturer narrative:
The event is included in CAPA -00005320 model 3501 fracture distal to sense b electrode location upon receipt at our post market quality assurance laboratory, the incomplete electrode was thoroughly inspected and analyzed. The electrode was missing a segment. The tip section was 12.5cm. The proximal end of tip section showed a complete fracture (insulation and sense a and hv cables) ~ 32.5 cm from terminal end (in the notch area adjacent to the sense b electrode). In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. There were no adverse patient effects. The system remains implanted. (B)(6) 2022 the entire system was explanted. The pulse generator was explanted due to infection. A coil fracture was confirmed during explant. There were no additional adverse patient effects.